Event description:
The customer complained of a suspected positive biological indicator. The load was partially recalled and some of the instruments in the loads of the event were used on patients, but no incident reported so far after this event.